Event description:
A hospital reported through our distributor that while an adult inspiratory breathing circuit was being set up to a ventilator, it was found out that the inspiratory circuit had bent heaterwire. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in the USA, but it is similar to a product which is sold in the USA. The complaint device was visually inspected for bent heaterwire pins. Results - one of the heaterwire connector pins is split and had been bent through further force when trying to insert the heaterwire adapter. This is the only complaint of this nature received for the given lot number. Conclusion - the heaterwire pins were possibly damaged during production. An improvement was made to the production process to prevent bent pins passing the production test. The lot number shows that this event occurred before the production improvement. Our monitoring and trending for adult bent heater wire pins has a rate of occurrence worldwide for the last year of 0.0013%.